Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched tip coils and separation were confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, and evaluation of the returned unit, it is likely that during advancement into the lesion in the left distal popliteal artery, the tip of the barewire likely became entrapped in the tight lesion resulting in the tip coil becoming stretched during removal. Reportedly, the separation occurred outside the anatomy and the device was completely removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left distal popliteal artery. The barewire (bw) was advanced through the vessel without any resistance; however it appeared the tip had separated. The nav6 embolic protection system was then removed and it was noted the tip coils of the bw had stretched. The bw was noted to separate outside the anatomy after the device was completely removed. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report, update to event details: after the nav6 embolic protection system was removed, the procedure was completed with ballooning. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the left distal popliteal artery. The barewire (bw) was advanced through the vessel without any resistance; however it appeared the tip had separated. The nav6 embolic protection system was then removed and it was noted the tip coils of the bw had stretched. The bw was noted to separate outside the anatomy after the device was completely removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.